Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and non calcified common femoral artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 5atm. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.